Event description:
It was reported that during a bilateral tubal ligation, the device fired malformed staples, which resulted in a staple line leakage. The operating time was extended and another device was used to reach hemostasis. There was no adverse consequence to the patient.